Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic during routine follow-up with a patient notifier showing out of range high voltage lead impedance. Patient was asymptomatic. It is suspected that the measurements were anomalous as the lead function was stable. Patient will be monitored with routine follow-up.